Event description:
Customer reportedly received results of 18 mg/dl and 68 mg/dl within 10 minutes on the compact plus system. Customer "felt funny" at the time of the results and began to feel better after eating fruit. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.